Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Customer's blood glucose was 500 mg/dl at the time of incident, and was treated with a manual injection. Troubleshooting found that the pump got wet in the shower. The customer was advised that the device would be replaced and indicated that they would call back with more information about their pump and to finish troubleshooting. The insulin pump will not be returning for analysis.